Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up report will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set leaked at the septum sampling site. Another device was used to complete the procedure. No patient injury to report.